Event description:
Spontaneous call from patient, stated legacy pump serial number: (B)(4) pump maintenance due date: 7/13/2022 alarmed for no disposable. Happened twice. Second time could not restart, didn't realize off infusion for 45 minutes until she got very sick (lightheaded, dizzy). Tried to fix pump, switched to back up at full dose. Patient stated happened around 4pm est, once restarted felt better, no side effects from restart at full dose. Md office notified. Pump replaced. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; dizzy and lightheaded, if yes, was "ary" medical intervention provided? No; is the actual device available for investigator? Yes; did we replace device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Ongoing? No. Reported to (B)(6) by pt/caregiver.